Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported the 9800 systems' left monitor would not function properly. No pt injury was reported.